Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys ca 19-9 immunoassay result for one patient sample. The initial result was 44.69 u/ml and the repeat result was18.81 u/ml. The sample was also repeated on a cobas e 411 immunoassay analyzer and the result was 17 u/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25733600. The expiration date was requested but was not provided. The field service representative checked the analyzer but did not find any problem. As a precaution, he changed the sample probe and pinch tubing. Analyzer performance testing was completed. No further issues were occurred since the service visit. A specific root cause could not be identified. Review of the provided calibration and qc data did not indicate any issues.